Event description:
The customer complained that the brakes would not hold and that the hi-low didn't lower.

Manufacturer narrative:
The tech replaced the brake and steer caster to resolve the issue. The tech also replaced the gas shock, the ground strap and the hi/low drive. The bed is operating within specification. Pursuant to our response warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.